Event description:
It was reported that a patient with a 27mm 2800 valve underwent a valve-in-valve procedure after implant duration of 17 years, six (6) months, due to unknown reasons. The patient presented with heart failure and shortness of breath. The tavr was performed with a 26mm 9755rsl transcatheter valve. Per surgical team the surgical valve performed as intended.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 27mm ce perimount 2800 valve underwent a valve-in-valve procedure after an unknown implant duration due to unknown reasons. The tavr was performed with a 26mm 9755rsl transcatheter valve. Per surgical team the surgical valve performed as intended.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.